Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind, due to a corroded motor home switch. The device was received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The insulin pump was returned without communication.